Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented for initial implant. During procedure, the atrial lead was over-sensing noise that cause mode switch, had p-wave amp variation, and had high capture thresholds. The physician decided not to use the lead and implanted another lead instead. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.